Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure the lens was explanted. Add'l info was requested, however, the reporter was unable to provide further details.

Manufacturer narrative:
Eval summary: the lens was returned in two pieces. The product investigation could not identify a root cause because no info was provided as to the reason for the explant. Due to the condition of the returned sample and the presence of solution, the observed damage is most likely related to customer handling. (B)(4).